Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver boot was performed and failed due to receiver is in perpetual rebooting. The receiver case was opened, logs were unable to be downloaded due to rx unit in perpetual rebooting. Internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.